Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The im aging system then passed the system checkout and was found to be fully functional. Codes b01, c19, d14 are applicable and previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 updated: lot number of 9735821 is p900531. H3. Hardware analysis of 9735821 determined that a check of the event log for the returned psu showed intermittent firmware incompatibility dating back to dec 2017. There was a battery voltage low message with bump detected and storage temperature exceeded. Otherwise, the psu also failed an accuracy test (aak) at .295 mm with a passing threshold of .25 mm. This psu has not been previously returned for a failure. Hardware analysis of 9735843 determined that the returned cables and connector have no physical damage and all passed continuity tests with no opens or shorts detected. No problem found. H6. Applicable codes for 9735821 are b01. C07, d02. Applicable codes for 9735843 are b01, c19, d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that the amber light stayed on after boot. The manufacturer representative said they tried to reseat the interconnect cable, try another interconnect cable, and reboot the system, but the amber light remained on. The network device interface (ndi) toolbox showed that the internal camera battery had died. The most likely / suspected cause of the event was camera batteries from 2017 systems have a higher likelihood of causing the camera to become non-functioning. The manufacturer representative reported that the replacement camera was getting zero power - no light emitting diodes (leds) were showing. Technical services (ts) had the manufacturer representative bypass the power over ethernet (poe) cable connection through the arm, and went straight from the poe injector to the back of the camera and the issue was solved. Ts had the manufacturer representative reseat the cable assembly in the arm but the issue remained. The new camera was fully functional when the ethernet cables were bypassed.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, product ID: 9735843, no parts have been returned to medtronic for analysis. B17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.